Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with symptoms of syncope. Upon device interrogation, both right ventricular and left ventricular leads exhibited loss of capture. Both the leads were capped and replaced successfully. Patient was in stable condition and in sinus rhythm post-procedure.